Manufacturer narrative:
N/a.

Event description:
The following has been reported:biomed reported: unresponsive and ghost touch screen patient harm: noa preliminary review of the logs identified the following issue:random touches registeredunknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.